Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23 mg/dl. Cause was not known. Paramedics were called and they checked and monitored the customer¿s bg only. Reportedly, customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump battery was depleting quickly. No additional information was known or reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.